Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 470 mg/dl and a bolus was delivered via pump. Customer alleged pump was not delivering insulin as expected. Pump system check was performed; no device issue was identified. Customer continued to allege pump was not operating properly. Customer continued to use pump for insulin delivery and manual injections were available, if needed.